Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that his personal therapy manager (ptm) was taking up to 5 minutes or more to deliver a bolus. When agent inquired the patient confirmed that it would get to 90% and then stay there for several minutes before the bolus will go through. Agent reviewed steps to clear data from the handset; the patient was then able to successfully deliver a bolus without delay. This resolved the reported issue. Information omitted already reported in (B)(4) (alarming).

Manufacturer narrative:
Correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that his personal therapy manager (ptm) was taking up to 5 minutes or more to deliver a bolus. When agent inquired the patient confirmed that it would get to 90% and then stay there for several minutes before the bolus will go through. Agent reviewed steps to clear data from the handset; the patient was then able to successfully deliver a bolus without delay. This resolved the reported issue.